Event description:
The duett sealing device was deployed following a diagnostic procedure (via 6f sheath in the right common femoral artery). The pt began to complain of pain in right leg and foot approximately 10 min. After duett deployment. Blanching of toes, mottling of leg, and diminished pedal pulses were noted. An ultrasound and an arteriogram were performed. Pulses were restored to the affected foot after completion of a thrombectomy.